Event description:
The 511sd and 355ld were used during a laparoscopic cystectomy. The surgeon inserted the 11 mm into the umbilical site and the 5mm was introduced into the suprapubic site. The devices armed fine and inserted fine. After the devices were inserted, and the safety shields came back over the blade, the red arming button did not reset. The surgeon was able to complete the case with the devices.